Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on (B)(6) 2020.

Event description:
Customer reported to mas that they had seen false positive with sars-cov2 eua with a high CT value n gene. No alteration to patient therapy, serious injury, nor death is associated with this event. Aries run 1 sars-cov-2 positive. Aries run 2 sars-cov-2 negative. Panther run: negative.